Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 26-jun-2023. The device evaluation was completed 28-jun-2023. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the procedure, a pericardial effusion was noticed in the patient. They reported that when ablating on the cavotricuspid ishmus (cti) line, the physician heard a steam pop. There was also an impedance spike on the smartablate generator, up to about 170 ohms. They then reported that when the physician was removing the catheters from the patient, and monitoring intracardiac echocardiography (ice), a pericardial effusion was noticed on ice. The medical intervention provided to the patient was a pericardiocentesis, and about 600cc of fluid was removed. The patient is in stable condition. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. No temperature, impedance, or irrigation issues were found. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The physician's opinion on the cause of this adverse event is the procedure. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During the procedure, a pericardial effusion was noticed in the patient. They reported that when ablating on the cavotricuspid ishmus (cti) line, the physician heard a steam pop. There was also an impedance spike on the smartablate generator, up to about 170 ohms. They then reported that when the physician was removing the catheters from the patient, and monitoring intracardiac echocardiography (ice), a pericardial effusion was noticed on ice. The medical intervention provided to the patient was a pericardiocentesis, and about 600cc of fluid was removed. The patient is in stable condition. The smartablate generator was set to power control mode, at 40 watts. The smartablate pump was set to the standard smarttouch sf catheter flow setting, 15 ml/min. They declined the smartablate generator service. Additional information was received: this adverse event discovered post use of biosense webster products. Physician's opinion on the cause of this adverse event is the procedure. Intervention provided was tapping of the chest cavity. Outcome of the adverse event is worsened, the patient was better when they left the room but then the physician had to go tap again in pacu. Patient stayed overnight and reporter does not know if that was the original plan or not. The stage of the procedure that the steam pop occurred was while ablating the cti line at the very end of the procedure. The adverse event was assessed as MDR reportable. Since the event was life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR-reportable. The steam pop was assessed as non MDR reportable. Steam pop is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon.